Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery due to trouble walking, constant problems and sickness. No further information is available at this time. **update** (B)(4) 2011 - medical records were received. The revision operative report indicates the patient was revised to address femoral loosening. **update** (B)(4) 2013 - litigation papers received. Litigation alleges pain and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.